Event description:
The pump was going through the abdominal area. The pt was admitted to the ER. The physician was going to explant the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).